Manufacturer narrative:
Unit was received with no act button response due to corroded act keypad trace. No button error alarm noted. Unable to verify for failed battery test alarm due to no button response.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 245 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.